Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was able to verify "customer claims model palm top ventilator enve will not turn. It has a blank screen." Unit was powered on with a known good ac adapter, however lcd display will not power up. Bench testing revealed that component f1 located on the inverter board shorted measuring at 3.8 mega ohms. On a known good inverter board, component f1 measured at 5.1 ohms. With a known good inverter board installed, unit powered on and booted up with no abnormalities. The service technician replaced inverter board and processed unit through service.

Event description:
The customer reported model palm top ventilator enve will not turn on. Unit has a blank screen. Upon further investigation, the customer stated that there was no patient involvement or allegation of patient harm.